Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs0014 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was report that a patient had a powerpicc solo in place for two weeks for antibiotic treatment. It was stated that during "venous reflux", it caused a small tip of the catheter (less than one mm) to migrate into the blood stream. The PICC was removed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that a small tip of the catheter migrated into the blood stream was inconclusive due to the sample condition. One 4fr s/l powerpicc solo was returned for investigation. The catheter extended 40.6cm from the distal end of the molded wing. Tape residue was observed on the extension leg and solo connector, which indicates that the sample was used. A microscopic examination of the distal catheter tip revealed that the cross section was smooth, glossy, and striated, which is consistent with a cut made with a sharp instrument, such as scissors. The glossy and striated surface was found along the entire cross section. A functional test revealed that the catheter was patent to infusion and no leaks were observed in any part of the returned device. Although it was reported that a catheter piece smaller than 1mm migrated into the blood stream, no evidence of a break or missing piece was observed on the returned sample. After trimming the catheter to length, the product IFU states, "inspect cut surface to assure there is no loose material." No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebs0014 showed no other similar product complaint(s) from this lot number.

Event description:
It was report that a patient had a powerpicc solo in place for two weeks for antibiotic treatment. It was stated that during "venous reflux", it caused a small tip of the catheter (less than one mm) to migrate into the blood stream. The PICC was removed.